Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was not mode switching appropriately and not providing pacing therapy due to potential undersensing and loss of capture on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2011; 4296 lead, implanted: (B)(6) 2011. (B)(4).